Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The blood glucose was 96 mg/dl. Customer states they did not press a button down for 3 minutes or longer. The device will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform any tests due to keypad unresponsive.